Event description:
It was reported that there was a problem with 2 instruments from the evaluation set during same procedure. The rod introducer does not hold the rod and during the procedure the rod dropped off the introducer 2 or 3 times. The surgeon retrieved the rod immediately, and no harm was caused to the patient. Surgeon completed the procedure using forceps instead of the introducer. The other product, the rod length template, does not ratchet and does not lock into place. Measurements are not accurate. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Event description:
This report was for the rod length template.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as no product was received, the investigation could not be completed and no conclusion could be drawn.